Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. The lead appeared "worn through" and fractured.